Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 266 mg/dl and the sensor glucose was 67 mg/dl at the time of the incident. The lower limit in sensor setting was 90 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was assisted in troubleshooting. The customer also reported that he received sensor updating, calibration not accepted, and change sensor alert. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings.